Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the lens in the (B)(4) 24.5 preloaded injector system, 24.5 diopter was stuck in the injector. The lens was not implanted. There was no report of any patient injury.

Manufacturer narrative:
The product was returned in device tray. Visual inspection found the plunger bent and overridden, foreign material on/in device (dry clear residue), and the lens was not returned with injector. No similar complaint was reported for units within the same lot. (B)(4).